Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg implanted: 2011-(B)(6). (B)(4)

Manufacturer narrative:
Additional information was received from the hospital. Information provided reported that patient was taken to the hospital due to breathing difficulties. The patient had recently been positive for a clostridium difficile (c-diff) infection and a urinary tract infection. The admitting diagnosis was sepsis, congestive heart failure and c-diff. The patient was further diagnosed with pneumonia and acute on chronic renal failure, chronic congestive heart failure, leukocytosis, atrial fibrillation. The patient chose hospice care with comfort measures only and passed away. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information reporting the patient is deceased and the cause of death was sepsis. Further review of the manufacturer¿s database indicated the patient died approximately three years after device system implanted. The source of the sepsis and additional circumstances related to the patient death have been requested and not received.

Manufacturer narrative:
Corrected information: no eval explain code.